Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics or motor. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms noted. The motor passed the motor test. The pump had minor scratches on the display window, a cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was feeling fine but had not checked his blood glucose level. Customer stated that a button was not pressed for 3 minutes or longer. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.